Event description:
A customer reported that their AED's asi is flashing red, and the AED will not power on. The customer did not report this occurring during patient use.

Manufacturer narrative:
Although requested, the log files from the device have not been provided and the cause of the complaint is not known.

Manufacturer narrative:
Analysis of the AED log files identified the unit was placed into service without pads connected, resulting in red asi warnings. There was no evidence of user intervention to address the alerts, and the delay in response contributed to battery depletion. The cause of the AED not powering on was related to improper device set-up and failure to maintain the battery pack. Following battery replacement, pad replacement, and a manual self-test, the AED functioned as designed and remained in service.